Event description:
The patient's territory business leader (tbl) called in to report that the some v-gos fell off. The tbl was not able to provide v-go option, type of insulin, lot numbers and expiration dates, how many hours the v-gos were worn, or what caused them to fall off. She reported they were worn on the abdomen.